Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff of this tracheostomy tube ruptured after 2-7 hours of use with a patient. This patient was on a ventilator in the intensive care unit. They experienced irritation and discomfort as well as anxiety and coughing due to the cuff rupture. The patient was given multiple doses of fentanyl and propofol. No additional adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one 8.0 tts adult tracheostomy tube was returned for investigation. Using leak test procedure, air was applied to the device and a slow leak was detected near the proximal side of the cuff near the shaft. A magnification of the cuff surface area showed to be abraded and damaged at the leak site. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.